Event description:
It was reported, that the pump displayed a downstream occlusion alarm. Troubleshooting was done, but the pump continued to alarm. Despite the alarm. The patient is managing to continue the infusion. The event occurred, while in use with a patient. But, no adverse event was reported.

Manufacturer narrative:
H3: device not received, by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.